Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 04/07/2016. The complaint of loss of connection on (B)(6) 2016 was confirmed. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with nordic bluetooth device. Passed pairing test with nordic bluetooth device. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between the display device and the transmitter. No additional patient or event information is available.